Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the incorrect reprocessing was failure to follow directions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the bending section cover glue was cracked. The light guide glue was peeling. The image had excessive black dots. The play of the up/down and right left angulation control knobs were loose. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope was put into the reprocessing machine without the cap. No reports of patient harm were associated with this event.